Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported constant air in line alarm which was unable to be reproduced during evaluation. A review of the event history log identified system "air-in-line!" Alarms however, it cannot be determined if the alarms are true or false. The cause was determined to be the upper ultrasonic sensor fluid readings which were out of specification. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a constant air in line alarm. There was no known patient injury or medical intervention associated with this event. No additional information is available.